Manufacturer narrative:
As reported, a 5f saberx radianz percutaneous transluminal angioplasty (pta) dilatation catheter was being flushed; however, contrast media was leaking from a part that was a little bit more distal from the hub. The complaint device was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the iliac artery. An approach was made from the radial region. An unknown guidewire crossed the lesion, and the saberx radianz was used for pre-dilation. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was returned for analysis. A non-sterile ¿saberx radianz 7mm4cm 190¿ was received coiled inside of a clear plastic bag. The device was unpacked to perform the product evaluation. The unit was thoroughly inspected observing that the unit does not present any damages noted by the naked eye. The balloon was received deflated. No other outstanding details were observed. Functional analysis was performed to determine if there were any leakages found on the returned device. The guidewire lumen was flushed with water and a leak was observed approximately 190 cm from the distal tip. Magnification with a vision system where a puncture was visualized revealed water flowing from a pinhole on the shaft. The puncture on the unit presented evidence of elongations, plastic deformations, and scratch marks. These damages were likely inflicted with an unknown sharp object from the external surface toward the inside of the guidewire lumen. The path of the damages has a direction from the distal tip toward the proximal end tearing and deforming the material. The elongations and plastic deformations found on the material are commonly associated with damages caused by material tensile overload. Therefore, it is assumed that the surface of the shaft was induced to a tensile force by an unknown sharp object that exceeded the material yield strength prior to the puncture. Also, the scratch mark near to the puncture suggest that the unit was damaged with a sharp object. No other anomalies were observed during the evaluation. A product history record (phr) review of lot 82276237 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub leakage¿ was not confirmed on the returned device as no damages to the luer hub were observed; however, subsequent findings of ¿body/shaft puncture/cut¿ was confirmed as a leakage was noted during functional analysis. However, the exact cause of the damages cannot be determined. Analysis revealed the body/shaft was punctured from the outside inward and a leakage of water was noted. The outer surface of the shaft presented evidence of plastic deformations, elongations, and scratch marks near the punctured area. Based on the information provided it appears the damages were caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristic, although unknown, may have contributed to the reported event as evidenced by device analysis. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5f saberx radianz percutaneous transluminal angioplasty (pta) dilatation catheter was being flushed; however, contrast media was leaking from a part that was a little bit more distal from the hub. The complaint device was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the iliac artery. An approach was made from the radial region. An unknown guidewire crossed the lesion, and the saberx radianz was used for pre-dilation. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was returned for evaluation. Product evaluation revealed a leaking area on the shaft due to a puncture inflicted by an unknown sharp object.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.